Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella¿ xc three months ago. Three weeks ago, patient received covid-19 vaccine and now has inflammatory nodules."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.